Event description:
The customer contacted abbott for failed master calibrations for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated. Routine maintenance procedures were reviewed with the customer and it was determined the meia lamp required replacement and the instrument required decontamination, as the decontamination solution was expired. In troubleshooting the calibration failure, the customer replaced calibrator a with a negative pt's serum and the calibration was successful with quality controls within range. The successful calibration was not validated by abbott, therefore, the customer was advised to perform maintenance and recalibrate. After maintenance procedures were performed, the customer recalibrated the axsym rubella igg assay, which failed. There was no impact to pt mgmt reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.